Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data. The customer performed quality control precision runs to verify system performance and continues to monitor the system. Hsc's review of the precision data provided by the customer indicates that the results are reproducible with very good precision. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one of two replicates on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The first replicate obtained on the sample resulted as expected. The sample was repeated in duplicate on the same instrument, resulting as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.